Event description:
After 3+ months of implantation this pacemaker was explanted because of an infection. Ela was not aware of this case until april 9, 2007.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. Records showed that the device was manufactured, sterilized and released according to standard operating procedures. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.